Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields adverse event/product problem (b1), describe event or problem (b5), in section b - adverse event or product problem and device codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a cardiac perforation and pericardial effusion (pe) occurred. The procedure was cancelled. During a clinical procedure ,a versacross connect for faradrive and a faradrive sheath were selected for use. The versacross was being used with faradrive sheath to cross the septum. There was resistance felt when trying to cross due to the thickness of the septum. As the system crossed over to the left atrium, the rf wire perforated the left atrial roof. A pericardiocentesis was required and blood was needed. The patient was hospitalized and the patient is expected to fully recover. The device is expected to be returned for analysis. It was further reported that the septum of the patient was unusually thick and fibrotic. There was a lot of resistance crossing the thick fibrotic septum with faradrive sheath also. The physician felt like access solution products caused the effusion. The physician was very carefully trying to cross the septum with the faradrive system. Once the septum was crossed, the entire system quickly moved forward and caused the perforation. Heparin had been given early and the act was 420. This measurement was registered 8 minutes prior to transseptal puncture. The patient was stable and discharged home 4 days later.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a cardiac perforation and pericardial effusion (pe) occurred. The procedure was cancelled. During a clinical procedure ,a versacross connect for faradrive and a faradrive sheath were selected for use. The versacross was being used with faradrive sheath to cross the septum. There was resistance felt when trying to cross due to the thickness of the septum. As the system crossed over to the left atrium, the rf wire perforated the left atrial roof. A pericardiocentesis was required and blood was needed. The patient was hospitalized and the patient is expected to fully recover. The device is expected to be returned for analysis.

Manufacturer narrative:
Correction to the follow-up 1 MDR in block(s) patient identifier (a1), in section a - patient information. Device technical analysis: upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Visual inspection found no abnormalities or defects were found on the exterior of the sheath. Dimensional inspections of the sheath shaft were measured with passing results. Next, the returned sheath observed a successful insertion during device-to-device interaction with its native dilator. Microscopic examination of the sheath tip revealed notable deformations along the outer diameter. The distal end of the sheath tip exhibited a bulbous appearance, resulting in lack of a tapered shape. The outer diameter exhibited increased thickness and a flattened profile, resulting in a pronounced step transition and gap at the interface when the dilator is introduced. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk analysis: a review of the faradrive steerable sheath clear risk documentation was completed and confirmed that the event of pericardial effusion, cardiac tamponade, cardiac perforation and a non-smooth device shaft is passed through vessel during advancement/withdrawal were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the available information, the adverse event related to patient condition conclusion code was selected for the allegation of difficult to cross septum. The thickness of the patient's septum likely led to the difficulty to cross the septum. Pericardial effusion and cardiac perforation are potential procedural complications addressed within IFU for the faradrive sheath.

Event description:
It was reported that a cardiac perforation and pericardial effusion (pe) occurred. The procedure was cancelled. During a clinical procedure ,a versacross connect for faradrive and a faradrive sheath were selected for use. The versacross was being used with faradrive sheath to cross the septum. There was resistance felt when trying to cross due to the thickness of the septum. As the system crossed over to the left atrium, the rf wire perforated the left atrial roof. A pericardiocentesis was required and blood was needed. The patient was hospitalized and the patient is expected to fully recover. The device is expected to be returned for analysis. It was further reported that the septum of the patient was unusually thick and fibrotic. There was a lot of resistance crossing the thick fibrotic septum with faradrive sheath also. The physician felt like access solution products caused the effusion. The physician was very carefully trying to cross the septum with the faradrive system. Once the septum was crossed, the entire system quickly moved forward and caused the perforation. Heparin had been given early and the act was 420. This measurement was registered 8 minutes prior to transseptal puncture. The patient was stable and discharged home 4 days later.